Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, then transitioned to multiple daily injections for backup insulin therapy.